Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On 06/19/2023, it was reported by a facility representative via sems that an ar-3210-0030 camera head has no signal. This occurred during the preparation of the case. Additional information was provided on 07/05/2023, it was reported that this event occurred during a shoulder arthroscopy procedure on (B)(6) 2023. The case was completed using another camera.